Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:305215. Batch#:2355495. It was reported that the bd needle eclipse 25x1-1/2 rb needle was clogged / blocked. The following information was provided by the initial reporter: it was reported by customer that they had an issue with some 25g needles. On 3 separate occasions the needles have clogged, and the injection was not able to be completed. The patient unfortunately had to be stuck a second time. The needles are al the same lot number, so we pulled them from the shelf until we had a plan of action. Additional information provided: I noticed the email states that we are at (B)(6). The incident occurred one time on (B)(6) 2024 and then occurred twice on (B)(6) 2024. The lot number is 2355495, no other lots are affected. Please see the pictures below. A shipping label can be sent to: (B)(6).

Event description:
Samples received.

Manufacturer narrative:
Investigation summary: 3 samples were received and tested by our quality team. The sets were visually inspected and there seemed to be a white chalky substance inside of needle. The sets were then functionally tested and one needle had an initial clog when attempting to inject and aspirate with water. The complaint was verified once a clog was realized. The clog was not experienced for the other 2 syringes and the syringe with clog was cleared of issue after a small application of pressure to plunger. The root cause of this issue is unknown but possible due to the viscosity of the medicine being administered. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.